Manufacturer narrative:
Reporting according to exemption (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6)2010: mild electric shock from battery charger (case separated). Charger looked in good condition; however, it had a white sticky label down either side to hold the 2 halves together. Function test: all functions of the hoist working correctly. Unable to function test charger as it had been removed from site prior to visit.